Manufacturer narrative:
The original resolution noted in the initial MDR of reconnecting a loose connection from the ventilator monitoring board and the control board, did not correct the reported fault. The control board was recommended for replacement to resolve this reported complaint.

Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The cable from the ventilator monitoring board and the control board was loose and reconnected. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The cable from the ventilator monitoring board and the control board was loose and reconnected. The unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There is no report of patient involvement.